Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. It was noted that the set screw was loose/detached.

Event description:
It was reported during implant that the set screw could not get into the proper position on the right atrial port. The setscrew came out completely and would not re-engage. The defibrillator was not used, and a new one implanted. There were no patient complications reported as a result of this event.